Event description:
During a clinic follow-up, a dislodgement of the right atrial (ra) lead was suspected and was able to be confirmed with diagnostic imaging. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the patient presented into clinic with decompensated heart failure. Upon investigation, the heart failure was suspected to be due to the dislodgement of the right atrial (ra) lead.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examination of the lead did not reveal any anomalies, with the exception of procedural damage. Visual examination of the lead revealed the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification.